Event description:
It was reported that the pump battery was unresponsive, preventing operation. There was no reported adverse impact to customer's blood glucose. Technical Support instructed customer in troubleshooting steps without success. The customer reverted to manual insulin injections for backup insulin therapy.